Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-31 additional information was provided by the representative who reported that the drug was lioresal and the lot number was not available. There were no additional incidents, no further interventions other than those already reported. The critical and non-critical alarms sounded at the expected programmed intervals. According to the nurses statements, there were no devices (smoke detectors, old pump demos, etc.) Nearby that could explain the presumable alarm. The patient's alarm was tested and performing as intended/programmed. The critical and non-critical alarms sounded as programmed. The cause of the pump alarm issue remained undetermined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving balcofen, unknown type, with 2000 mcg/ml at a dose of 425.9 mcg/day via an implantable pump. The lot number, concomitant medications, and medical history were not obtainable. The indication for use was not provided. The implant date of (B)(6) 2016 was noted as approximate. It was reported that on approximately (B)(6) 2016, during normal use, patient heard a non- critical alarm. Therefore he went to the emergency ambulance. The pump logs have been checked and did not show any alarm or abnormal signs. The patient did not show any signs of under or overdose symptoms. However, to monitor symptoms the patient was hospitalized. During the next four days the doctors, care givers, and the patient noticed more often the critical alarm. The logs did not show any irregularities. Yesterday the pump was programmed, the daily dose was increased slightly to 435.9 g. Afterwards, no alarm occurred anymore ¿until now¿. No magnetic resonance imaging (MRI) scan was performed. The pump logs were checked multiple times. The reservoir volume was emptied and did not show any difference between the programmed and emptied reservoir volumes. Interactions taken were noted that the interval of the critical alarm was programmed to 10 minutes and the non-critical alarm interval remained at one hour. Daily dose was increased ¿s. A.¿. It was unknown if the issue was resolved at the time of the report. At the time of the report the patient's status was reported as alive-no injury. The patient was hospitalized for approximately four days. No surgical intervention occurred but it was unknown if it was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.